Event description:
Account alleged that slider pivots are damaged and the right side was out. The head would not lower all the way down. No injuries reported. The account replaced the pivot slides to resolve this issue.